Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated following a software update. Boston scientific technical services (ts) provided instructions for performing a magnet reset, after which the device was successfully interrogated. No adverse patient effects were reported. This system remains in service.